Event description:
It was reported that during a lap gastric bypass procedure, the cartridge pan cracked when it was fired. It is stuck in the gun. The color drivers are visible. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Pan dislodged. Evaluation summary: the analysis showed that the long45a device was received in good visual condition and with no cartridge loaded, however the cartridge pan was found lodged inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. In addition it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a reqular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.